Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: leak test was performed and found opening on anterior. A microscopic analysis was performed which identified delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. Additional data: b.5., d.7., d.10., g.1., h.3., h.6.